Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of up to 485 (mg/dl) and moderate ketones on (B)(6) 2016. While in the hospital, customer's bg levels stabilized after reverting to insulin injections; however, their bg levels elevated again after being placed on the pump. Customer's basal insulin rate was adjusted by their health care provider, but customer later reverted to insulin injections again for diabetes management. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.